Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) investigate the system on-site and confirmed the issue. The pressure transducer was replaced. Following the intervention, the system passed puc and was returned to the clinical use. The device log was not available. Also the replaced part was retained by the customer, preventing further analysis. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during puc and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the available information, is that the reported issue was caused by a faulty pressure transducer which resulted in the pressure transducer test failure.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).